Event description:
The dexcom g5 glucose monitoring system display a glucose level of 261 at midnight on (B)(6) 2018. Using an one-touch gluco meter, my glucose level was 128. I re-calibrated the dexcom machine and went back to bed. Woke up the next morning. Dexcom showed 261. One-touch showed 133. On (B)(6) at 3 pm, it showed 135, one-touch showed 297. Similar results have happened 3 times since I purchased this device on (B)(6) 2018. Each time dexcom is felling me it is a sensor issue.